Event description:
The surgeon reported that a haptic broke while crystalens at50ao was advancing through amo silver series injector into the patient's left eye. Duovisc plus viscoelastic and alcon bss were also used during the surgery. The iol damage was noticed intraoperatively. In the surgeon's opinion the most likely caused of the iol damage was a loading error. The incision was enlarged and no sutures were needed. A second at-50ao lens was implanted successfully. The patient's current prognosis was described as doing well.

Manufacturer narrative:
The amo injector is not validated for use with crystalens. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.